Manufacturer narrative:
Other relevant device(s) are: product ID: 9680152, serial/lot #: none, ubd: unknown, UDI#: unknown. Medtronic received additional information that the issue was resolved by replacing the bulkhead connector of the imaging system. A manufacturer representative confirmed that following the replacement, it was possible to transfer scans with no issues. Codes 10, 213, and 67 are applicable. No other products have been returned to medtronic for analysis. Codes 4114, 3221, and 4315 are applicable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a sacroiliac and thoracolumbar procedure. It was reported that the site was unable to transfer the spin onto the system. It did not automatically transfer nor were they able to manually transfer. The system had a green banner at the top of the acquire images screen. The local representative (msb) tried changing the network cables but that did not work. They proceeded with the case by using a different system. There was a reported delay to the procedure of less than one hour. There was no impact to the patient. It was reported that the site switched to using other imaging and navigation systems to complete the procedure. Navigation worked with these systems. The imaging system's bulkhead was replaced under a related work order.

Manufacturer narrative:
H3) software logs were returned and found not enough memory errors. The software was functioning as designed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.